Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 22069109. Medical device expiration date: 06-jun-2025. Device manufacture date: 03-jun-2022. .medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd alaris smartsite low sorbing set the tubing came apart. There was no report of patient impact. The following information was provided by the initial reporter: two came apart on (B)(6)2022. The packaging was gone for 1 of the tubing, the second tubing lot number was # is (10)22069109 exp. 2025-06-06. On (B)(6)2022 where on the tubing was the separation, where did the tubing come apart? Where connected to the filter is the product available to be returned? Is the sample contaminated with chemo? No.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 22069109 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.